Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the procedure was started without any problems occurring. When the second 512sd trocar was inserted, the aorta was damaged. No malfunction of the trocar was noted, at all. The procedure was converted to open. When performing the laparotomy, the pt got a circulatory collapse. The resuscitation was performed sufficiently, but then the pt fell into a coma. The pt lost about 1.5 liters of blood. The aorta was repaired by suturing. The procedure was completed without any further complications. Ten days postoperative, the pt died (during this period of time the pt still was in a coma). The device involved was discarded and (6) unopened sterile devices from the same lot are being returned for analysis.